Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3233 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3233 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. B26273) for female sterilisation. The patient had a medical history of paratubal cyst, dysmenorrhea, migraine, back pain, genital herpes, depression, anxiety disorder, gerd, anemia, mastodynia, ovarian cyst, breast feeding, parity 2, gravida ii, nickel allergy, pelvic pain, menorrhagia and endometrial ablation. Previously administered products included: ibuprofen for allergy. The patient had a family history of alcoholism, arthritis, asthma, ovarian cancer, hypertension and diabetes. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3233 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.25 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: successful blockage of the fallopian tubes. No endometrial abnormality identified. [Pathology test] on (B)(6) 2022: clinical information: other mechanical complication of intrauterine contraceptive device, initial encounter; excessive and frequent menstruation with regular cycle. Diagnosis: fallopian tubes, bilateral salpingectomy: -complete cross section of unremarkable fallopian tube present in each segment. -benign paratubal cysts. -medical device (metallic coil present in each fallopian tube, gross identified. Fallopian tube #1:sectioning of the fallopian tube reveals tan tubular cross-sections with metallic coil present at the proximal end. Fallopian tube #2: sectioning reveals tan tubular cross-sections with metallic coil present at the proximal end. [Ultrasound scan] on (B)(6) 2013: pelvic pain, patient recently treated for possible endometritis, s/p essure placement and cervical polypectomy on (B)(6) 2013. Comments: both essure devices were seen and appear to be properly located. No pathology was identified. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no: b26273) for female sterilisation. The patient had a medical history of paratubal cyst, dysmenorrhea, migraine, back pain, genital herpes, depression, anxiety disorder, gerd, anemia, mastodynia, ovarian cyst, breast feeding, parity 2, gravida ii, nickel allergy, pelvic pain, menorrhagia and endometrial ablation. Previously administered products included: ibuprofen for allergy. The patient had a family history of alcoholism, arthritis, asthma, ovarian cancer, hypertension and diabetes. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3233 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.25 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: successful blockage of the fallopian tubes. No endometrial abnormality identified. [Pathology test] on (B)(6) 2022: clinical information: other mechanical complication of intrauterine contraceptive device, initial encounter; excessive and frequent menstruation with regular cycle. Diagnosis: fallopian tubes, bilateral salpingectomy: complete cross section of unremarkable fallopian tube present in each segment. Benign paratubal cysts. Medical device (metallic coil present in each fallopian tube, gross identified. Fallopian tube #1: sectioning of the fallopian tube reveals tan tubular cross-sections with metallic coil present at the proximal end. Fallopian tube #2: sectioning reveals tan tubular cross-sections with metallic coil present at the proximal end. [Ultrasound scan] on (B)(6) 2013: pelvic pain, patient recently treated for possible endometritis, s/p essure placement and cervical polypectomy on (B)(6) 2013. Comments: both essure devices were seen and appear to be properly located. No pathology was identified. Lot number: b26273, manufacture date: 2013-05, expiration date: 2016-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.